Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis event was not reported. On an unreported date the patient was hospitalized for the event. It was reported that the patient¿s pd catheter was not working, therefore on unreported dates, the patient¿s pd catheter was removed and the patient was transferred to (hd) hemodialysis therapy (no further detail was provided). At the time of this report, hd therapy was ongoing. No additional information is available.